Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was reported that the right atrial (ra) lead exhibited high capture threshold and a failure to advance guidewire through the lead. The ra lead was not implanted and was replaced. The patient was stable.

Manufacturer narrative:
Additional information: h6.

Manufacturer narrative:
The reported events of failure to capture, inadequate capture, and guidewire insertion failure were not confirmed. A full lead was returned in one piece for analysis. Electrical testing, stylet insertion and removal testing, visual and x-ray examinations of the lead were normal with no anomalies found.